Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Subsequent attempts to obtain additional clinical information (e.g., causality, organism, patient demographics, medications) have proven unsuccessful.

Manufacturer narrative:
Clinical review: temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, which required hospitalization and antibiotic(s) therapy. The etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. However, during intake the pdrn did not report any fresenius device(s) and/or product(s) deficiency or malfunction. Patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. It should be noted, the lack of follow-up clinical information prevented a more in-depth investigation. Based on the information available, the patient¿s liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Subsequent attempts to obtain additional clinical information (e.g., causality, organism, patient demographics, medications) have proven unsuccessful.